Event description:
It was reported that a patient presented in clinic with non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) on their implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.